Event description:
Philips received a complaint on the defibrillator indicating that the device showed a "treatment implementation test: failed" message during self-check. Simultaneously, a patient in the internal medicine department experienced a sudden deterioration in condition, with convulsions requiring urgent medical attention. Since this device failed the self-test and could not be used, another device was used to manage the rescue. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporter first name: (B)(6).